Manufacturer narrative:
The device history record of reported lot number 6062722 was reviewed, and it was confirmed that no non-conformities were reported during production. The quality inspection forms were reviewed, and it was observed that no defects were found, and the lot was released. The sample was not returned, and analysis could not be performed. Without the return of the samples a comprehensive failure investigation cannot be performed, and a probable cause cannot be determined.

Event description:
It was reported that the pump alarmed downstream occlusion halfway through infusion. The pump was connected to a patient when the error occurred. Continuous infusion rate was 2.2 ml/hour. Total reservoir volume was 101 ml. Length of infusion: 46 hours. The tubing was primed via syringe. Reporter stated the event occurred at the patient's home. No patient harm/adverse event was reported.